Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd q-syte leaked. The head nurse of the emergency department reported that the infusion connector extension tube and the connector were leaking. No green claim is required, but a complaint reply letter is required, and no complaint receipt letter is required. 4 pieces are affected, and 1 sample can be returned. No photos are provided.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. The sample underwent our internal leakage testing, and the sample showed leakage. Upon further inspection of the defected sample, cracks were observed on the female connector of the extension. Bd cannot determine a manufacturing root cause since the failure cannot be replicated in our manufacturing process. The most probable root cause could be excessive force applied to the connector after use with a lubrication agent or high ph value infusion. Using such materials with the product can cause internal stresses to release and result in cracking at the connector when excessive force is applied. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection and testing of the samples. The sample underwent our internal leakage testing, and the sample showed leakage. Upon further inspection of the defected sample, cracks were observed on the female connector of the extension. Bd cannot determine a manufacturing root cause since the failure cannot be replicated in our manufacturing process. The most probable root cause could be excessive force applied to the connector after use with a lubrication agent or high ph value infusion. Using such materials with the product can cause internal stresses to release and result in cracking at the connector when excessive force is applied. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.